Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that the patient's charger would not power on. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger power supply connector pins were unseated, preventing the charger from powering up. The root cause for the unseated power supply connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective charger. The patient was issued a replacement charger.